Event description:
It was reported that the patient had been experiencing increased spasticity. An x-ray and CT scan taken in 2006 showed the catheter was broken. The managing physician at that time treated the patient's increased spasticity by increasing medication. There were no other symptoms. The patient did have a bad fall in her history, but it was not determined if the fall would have been the cause of the catheter issue. The issue was located at the back incision site. A catheter revision was performed during which what was out of the intrathecal space was removed and replaced with an entirely new catheter. At that time the pump was also replaced because the elective replacement indicator (eri) would have been reached in 9 months. The patient was admitted to the hospital. The patient was going to go to rehab after recovery and was going to be titrated in rehab. The patient was doing great. The device system was being used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, lot # l62641, implanted: (B)(6) 1999, explanted: (B)(6) 2012, product type catheter.

Manufacturer narrative:
(B)(4): analysis of the pump revealed no anomaly found. Analysis of the 8703w catheter revealed no significant anomaly found. The most distal tip of the catheter appeared to have been cut and then pulled, which made it look as if it was broken. Because of the place where it happened (19cm from the connector) and the shape of the catheter at that point it was not believed to be the alleged break.